Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A complete lead was returned in two pieces. Final analysis found external insulation abrasions at 28.8 cm ¿ 29.2 from the distal suture tie impression caused by friction to another device or feature of the heart. The insulation abrasion breached the right ventricle lumen with damage noted to the etfe cable coating.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Corrected information: date received by manufacturer should have been mar 16, 2020 rather than feb 26, 2020.